Manufacturer narrative:
A supplemental MDR is being submitted to correct the reportability of the event previously reported. Initial information received from the field clinical specialist (fcs) that there was a split at the tip of the sheath. However, after product return, evaluation and additional follow up, it was found that there was no distal tip split and only distal tip damage, which is not a reportable malfunction as there was no patient injury. Under 21cfr part 803 only requires reporting of reportable device malfunctions and serious injuries related to device malfunctions. In this case, there was no indication or allegation of a reportable device malfunction or a serious injury. Therefore, this event is not MDR reportable.

Event description:
It was reported by the field clinical specialist fcs that during a transfemoral transcatheter aortic valve replacement with a 23 mm sapein 3 ultra resilia valve it was noticed that there was a split at the tip of the14f esheath+ during withdrawal. The valve was successfully implanted, no patient injury, and the patient is in stable condition.

Manufacturer narrative:
The investigation is still ongoing.